Manufacturer narrative:
The investigation into the reported purge sidearm leak was completed. The pump, purge cassette, and data stick were returned for evaluation. Based on the available information, the root cause of the purge leak was sidearm filter damage. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that a 79-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced a purge sidearm leak. Heparin was in the purge solution. A purge bypass and subsequent pump exchange were performed without issue. There were no reports of harm to the patient.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-04132 was provided in sections b1, b2, b5, d6a, d6b, h1, and h6.

Event description:
It was additionally reported there was bleeding complications in the operating room with the impella 5.5 and the patient received multiple blood products. The procedure outcome for the patient noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).